Manufacturer narrative:
Reported event was confirmed by review of provided x-rays by a third party hcp showing periprosthetic fracture of the left proximal femur extending through the greater and lesser trochanter. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 9 years post implantation due to periprosthetic fracture of the femur and falling. Attempts have been made and additional information on the reported event is unavailable at this time.